Manufacturer narrative:
Additional information: h4: the lot was manufactured between april 16-18, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the blue winged luer cap was separated from the distal luer lock and the cap was taped onto the device¿s bottle. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue and white end cap of an extra large volume intermate was loose in the packaging or fell when the packaging was opened. This was observed out of box. There was no patient involvement. No additional information is available.